Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the lot number was not reported. Based on the information provided, the reported difficulties appear to be due to case circumstances. It is likely that after the failed attempt to advance, the stent became loosened on the balloon due to interaction with the anatomy, resulting in the dislodgment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The device was discarded.

Event description:
It was reported that the 7.0x29 mm omnilink elite stent delivery system (sds) met resistance with the tortuous anatomy during advancement to the superior mesenteric artery (sma). The sma was accessed via the right groin. Due to the tortuosity, the stent dislodged from the sds and remained in the aorta. A snare was inserted through the left groin and the stent was removed from the aorta without difficulty. The sma was treated with balloon angioplasty only. There were no adverse patient effects and no clinically significant delay in the procedure.